Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was successfully removed and replaced with a different device to complete the procedure. No complications were reported, and the patient condition was good.